Event description:
Reported via clinical study. It was reported that a device leak occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx pro closure device was implanted. During the routine 45 day follow up, imaging identified a 6.16mm peri device leak. No corrective actions or diagnostic tests were performed.